Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Her meter was set to the wrong unit of measurement. The patient stated that she was seen twice in the emergency room because of the unit of measurement. Medical affairs spoke to the patient and obtained/verified the following information. The patient reported that the first time she went to the emergency room, her meter read high and she was treated for high in the hospital. The next time the patient went to the emergency room, she reported a result of "270-something". She reported feeling high at the time of testing. She took 25-30 units of her 70/30 insulin based on the meter result. Sometime later (she does not remember the time), she began to feel hypoglycemic; she was taken to the emergency room. Her blood glucose result was 40 mg/dl. She was treated to increase her blood glucose. The patient stated that her meter previously set correctly and that she had not made any changes. This case is being reported as a malfunction due to the fact that the patient did not recall entering the set up mode to make changed. There is no evidence of the meter contributing to the low blood glucose because the patient had high blood glucose symptoms when obtaining the high blood glucose result and the patient does not know what the time difference was between her high result and the low result at the hospital. A replacement meter is being sent to the patient.